Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope was found to have reduced angulation. Inspection and testing of the returned device found nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of angle wire, bending angle in up direction does not meet the standard value. Nozzle has foreign objects. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on bending section rubber has a chip. Switch button 1 has a scratch. Light guide lens has a crack. Objective lens has discoloration. Protector of universal cord on scope connector side has a scratch. Scope cover unit has a scratch. Flexibility adjustment ring has a scratch. Forceps elevator lever has a scratch. Forceps elevator knob has a scratch. Up/down knob has a scratch. Right/light knob has a scratch. Suction-cylinder is shaved. Switch box has a scratch. Universal cord has a scratch. Scope-connector has a scratch. Control unit has a scratch. Grip has a scratch. Adhesive on bending section rubber has a chip. Plastic distal end cover has a scratch. Connecting tube has a scratch. Foreign matter questionnaire found the following: the device was cleaned, disinfected, and sterilized before sent it was to olympus. There was no delay in the start of the pre-cleaning (no lag time between the end of clinical use and the start of precleaning). The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning: "8. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. <> 1. Keep the air / water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.